Manufacturer narrative:
During investigation of the monitor for an unrelated issue, a reportable malfunction was found. The monitor's rear response button was difficult to activate. The cause for failure was isolated to a missing part. The root cause of the non-functional response button cannot be positively identified. No adverse event resulted from the damaged monitor.

Event description:
During investigation of the monitor for an unrelated issue, a reportable malfunction was found. The monitor's rear response button was difficult to activate.